Event description:
Patient in cath lab having a stent placement procedure. While physician was post dilating of the proximal end of the stent, the physician felt that the stent was not performing as he expected. He feels that the stent may have a possible "stent fracture". He proceeded to place a second stent in the proximal end of the first stent in a overlapping fashion and a third stent was then used as well even more proximal. Physician stated that "the patients hospital stay would be extended as a result of the issue with the stent".